Event description:
Additional information provided on 30apr2021 stated that no additional intervention was performed following administration of medication. The patient "did fine" during and after the case and the final angiography "looked good and there were no issues." The patient is now home following the fem-fem bypass.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b3, b5, d- product identifier, d4- product lot # (MDR), d4- product lot #, d4- expiration date, d4- UDI, d6a, d10, h4 correction: d1 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation: cook became aware of an incident that took place at methodist hospital involving a zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-20-74-zt) from an unknown lot. The treating physician posted a series of CT images to twitter which is the basis for this complaint investigation. According to the post, the left iliac limb of aaa stent graft thrombosed 10 days post-evar on 02apr2021. Communication with the user facility clarified that the patient had a fem-fem bypass as a result of this incident. No additional harm was reported. A review of the complaint history, drawing, instructions for use (IFU), quality control procedures, and specifications of the device, as well as a visual inspection of photos provided by the user, were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. However, the posts on twitter consisted of CT imaging videos that were reviewed. The global product manger indicated at 10 days post-op, the level of thrombus in the CT is unusual. They indicated that most likely, the thrombus that presented so heavily at 10 days post-op was due to hypercoagulability. Additionally, a document based investigation evaluation was performed. Based on the review of current documentation, cook has concluded that sufficient controls and inspections are in place to prevent the release of non-conforming product related to the reported failure mode. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: 4 warnings and precautions 4.1 general ¿ patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up ¿ adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. ¿ pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. ¿ follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. ¿ patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event. 4.5 implant procedure ¿ systemic anticoagulation should be used during the implant procedure based on hospital- and physician-preferred protocol. If heparin is contraindicated, an alternative anticoagulant should be considered. ¿ use caution during manipulation of catheters, wires and sheaths within an aneurysm. Significant disturbances may dislodge fragments of thrombus, which can cause distal embolization, or may rupture the aneurysm. ¿ excessive overlap 10 mm above the main body bifurcation may increase the risk of limb thrombosis. 5 adverse events 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: ¿ arterial or venous thrombosis and/or pseudoaneurysm ¿ claudication (e.g., buttock, lower limb) ¿ embolization (micro and macro) with transient or permanent ischemia or infarction ¿ endoprosthesis: occlusion ¿ graft or native vessel occlusion ¿ renal complications and subsequent attendant problems (e.g., artery occlusion, contrast toxicity, insufficiency, failure) 11 directions for use 11.1 zenith spiral-z aaa iliac leg system 11.1.4 contralateral iliac leg placement and deployment 3. Introduce the contralateral iliac leg delivery system into the artery. Advance slowly until at least one stent of the iliac leg graft overlaps within the main body and not past the radiopaque marker band positioned 30 mm from the proximal end of the iliac leg graft inside the contralateral limb of the main body. 4. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency, a minimum overlap of one stent, and a maximum overlap of 30 mm within the main body endovascular graft. Evidence provided by the complaint facility, complaint history, and manufacturing documents suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the provided evidence and the completed investigation, cook has determined that a definitive conclusion could not be determined but the reported failure is a known inherent risk for this device. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported via social media ((B)(6)) that a patient developed acute thrombosis following implantation of a zenith aaa endovascular graft iliac leg. Presumably during the initial evar procedure, the limb was post-dilated using a coda balloon at the end sealing zone. The kissing balloon technique of the limbs was performed as well. The case was reported to have "went well". Acute thrombosis of the left iliac limb was noted ten days after the procedure. The patient had a hypercoagulability work-up performed and was placed on a heparin drip followed by coumadin. The patient also started aspirin and plavix. The physician's initial thoughts attributed the acute thrombosis to potential "leia disease", hypercoagulability, or both. As a result, cutdown on both groins was performed. Angiography was used instead of intravascular ultrasound. Stenosis was discovered due to a clot on the distal right common iliac artery. Ballooning was performed and a competitor graft was placed. Ballooning and angiography were performed, revealing patency. A fem-fem bypass was then performed. It was also reported that "post-ballooning and stenting distal right common iliac artery" was performed. Additional information regrading the patient, device, and event has been requested but is currently unavailable.